Event description:
It was reported by the patient's family member that the patient, who had an implantable pulse generator (ipg) system, was found deceased in bed. A device interrogation has been requested by the family. The device system has not been returned to the manufacturer.per the patient's son, the death was unexpected and no autopsy is planned. The family member alleges that the device system contributed to the patient death. The cause of death has been requested and not received.

Manufacturer narrative:
Additional information received from the physician noted that interrogation of the device showed possible ventricular tachycardia (vt) but is unsure if that was the cause of death. There is no information that the device is related to the death and the last device check on 2013 (B)(4) noted normal device function.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).